Manufacturer narrative:
(B)(4). Batch # p58d5l. Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired with the knife exposed. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: when the firing knob was detached from the device, did it fall into the patient? If yes, was it removed? Will the firing knob be returning with the device for analysis? If not, was it disposed of? The detached firing knob was collected. And, it will then be returned for analysis.

Event description:
It was reported that during an ileostomy closure procedure, the surgeon reported that the firing knob of the device was detached when the surgeon triggered the knob to fire. It was able to complete the firing process and the incident was happened during the firing of the first reload. There were no patient consequences reported.